Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e3, g1, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-sep-2020 to 06- sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer stated that the system had a pop matrix drawer, but not a regular drawer. Customer wanted to swap out with a regular drawer as they are not able to get into it in an emergency. Field service engineer unloaded meds, deleted drawer and replaced pop matrix with standard matrix on pas to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that a bd pyxis anesthesia es system drawer did not release during a procedure, preventing user access to medication causing a 15-minute delay in dispensing. The customer reported that the procedure was an emergent cesarean section. Patient experienced a complete abruption, which resulted in heavy hemorrhaging. Anesthesiologist was able to access the required medication, propofol by using the system's override function. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, preventing user access to medication. Customer reported that the procedure was an emergent cesarean section. Reported delay to care, 15 minutes. Patient experienced a complete abruption, which resulted in heavy hemorrhaging. Anesthesiologist was able to access the required medication, propofol by using the system's override function. Patient or user harm was not reported. This event is recorded on complaint number 02676624. A team lead engineer evaluated the device and determined that the customer attempted to remove medication from a pyxis pop-matrix drawer (secure drawer). Team lead engineer determined that the appropriate removal workflow was not followed. Customer requested for the pop-matrix drawer to be swapped with a regular drawer as a precaution for any future emergency. Device confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system drawer did not release during a procedure, preventing user access to medication. Customer reported that the procedure was an emergent cesarean section. Reported delay to care, 15 minutes. Patient experienced a complete abruption, which resulted in heavy hemorrhaging. Anesthesiologist was able to access the required medication, propofol by using the system's override function. Patient or user harm was not reported.